Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was anticoagulation management due to high patient act values, heparin was stopped to achieve hemostasis as per the clinical description. Without additional clinical details, the root cause of the infection/sepsis cannot be determined. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock state the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ added- b5 additional information, d6b, h6 impact codes 4642 and 4625 f6/f8 should have been left blank in the initial report.

Event description:
It was further reported that the patient developed acute infection/abscess at r axillary surgical insertion site. Elevated white blood cell (wbc) and exudates from site noted to develop over a 24 hour period. The patient was treated with a wound vacuum and eventually had an artery repair of the impella site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient (race unknown) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The device was placed, but the access site was saturated with blood. The dressing was adjusted and redressed and anticoagulation was removed. The patient remains on impella 5.5 support on the date of this report.